Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had an electrical test failure code #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine & found that the unit needs replacement of motor control pcb for testing purpose under cmc. Today we have checked and found that the unit is working satisfactorily. No issue found. We have kept the unit for continuous testing for 2-3 hours and found satisfactory working condition. Unit is handed over to the customer in good working condition

Event description:
N/a.